Manufacturer narrative:
The arjo representative was informed about the event involving the maxi move lift. It was reported that during transferring of arjo lift to the room, without a patient, the caregiver hit her tooth on the device handle. The customer confirmed that when the incident happened, the caregiver was distracted by a colleague who was in the room, and with whom she had a conversation. When moving the device into the room, she looked at colleague and not paid attention on the lift. As a consequence of the event, the caregiver sustained broken tooth, the medical intervention was required. After the event, the device was evaluated by arjo representative. The visual and functional inspection was conducted and no device malfunction was found. Based on provided information it was determinated that event was a sequence of unfortunate events. The caregiver was not careful enough during the device transport. Patient or user is not in any immediate danger and is not exposed to a risk to health, as long as the device is used according to the device labeling. In summary, the device played a role in the event, the device was not used for patient handling during the incident. No technical malfunction of the device was found. The device was working according to the manufacturer¿s specification. The reported event was a sequence of unfortunate events. The complaint was decided to be reportable as the caregiver sustained a serious injury as an outcome of the event.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: (B)(4). Currently, these products are to be handled by arjohuntleigh ab¿s complaint handling establishment and any medwatch reports will be submitted under registration # (B)(4). Additional information will be provided upon investigation conclusion.

Event description:
It was reported that when the cargiver was transferring the device, she hit her tooth to the handle and it broke. During this incident the client was distracted by a colleague that was in the room caring, and talking to her. She looked at her colleague and not at the lift. After the event the caregiver went to the dentist. Emergency facing is placed. Part of the tooth is broken and bruised.